Manufacturer narrative:
(B)(4). The pipeline device will not be returned for evaluation as it was implanted in the patient. The complaint of pipeline failure to open could not be confirmed, and the event cause could not be determined. The cause and date of death were not provided; therefore the date of death is an estimate. (B)(4).

Event description:
Medtronic (covidien) received report that a pipeline did not open proximally. The pipeline device was delivered to the treatment location without any difficulties. Deployment was started by unsheathing the microcatheter; the distal section of the pipeline opened without issue and was fully apposed. Unsheathing continued and the pipeline continued to open until the proximal third of the device was reached. The whole pipeline was unsheathed/deployed when the physician realized that approximately 5mm of the proximal section was not fully opened. The physician made several unsuccessful attempts to open the proximal segment by navigating the microcatheter over the wire through the pipeline. The left ica control runs showed some stagnation in the left site caused by the pipeline not fully opening. Subsequently, the physician attempted to open the proximal pipeline using a smaller microcatheter and guidewire. Multiple attempts were not successful. The physician then attempted to retrieve the pipeline using a gooseneck microsnare; multiple attempts were not successful. Lastly, the physician navigated a microcatheter and guidewire from the right to the left side through the anterior communicating artery (acoa). The microcatheter and guidewire entered the distal section of the pipeline and reached the proximal section. The guidewire was able to pass through the pipeline proximal section, but the microcatheter could not. At the end, the left ica control runs showed serious stagnation in the left ica. The patient was referred to the ICU and was under follow up with glasgow coma scale (gcs) 4. One month post procedure, it was reported that the patient had died; the cause and date of death were not provided.

Event description:
Medtronic received information that the patient's date of death was fifteen days after pipeline implantation. The reported cause of death was bacterial pneumonia, cerebral infarction, and aneurysm rupture.